Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('having to have oophorectomy and salpingectomy to get essure out'), hysterectomy ('I had complete hysterectomy at 28') and oophorectomy ('having to have oophorectomy and salpingectomy') in an adult female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), hysterectomy (seriousness criteria medically significant and intervention required) and oophorectomy (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy and salpingectomy and oophorectomy). At the time of the report, the medical device removal, hysterectomy and oophorectomy outcome was unknown. The reporter considered hysterectomy, medical device removal and oophorectomy to be related to essure. The reporter commented: as per social media content "I have had complete hysterectomy at 28 and now 6 years later I am having an oophorectomy and salpingectomy to get the essure out". Concerning the injuries reported in this case the following were reported via social media- medical device removal, hysterectomy, oophorectomy. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no: 20218446) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometriosis. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and endometriosis ("endometriosis"). The patient was treated with surgery (hysterectomy, laparoscopic bilateral salpingectomy and oophorectomy (bso). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain and endometriosis outcome was unknown. The reporter considered endometriosis and pelvic pain to be related to essure. The reporter commented: as per social media content "I have had complete hysterectomy at 28 and now 6 years later I am having an oophorectomy and salpingectomy to get the essure out". Diagnostic results (normal ranges are provided in parenthesis if available): pathology test: on (B)(6) 2019: benign right and left ovaries. Benign and unremarkable right and left fallopian tubes. Concerning the injuries reported in this case the following were reported via social media medical device removal, hysterectomy, oophorectomy. ¿concerning the injuries reported in this case, the following one/ones were described in medical records: pelvic pain. Lot number: 20218446, manufacturing date: 2009-10, expiration date: 2012-10. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-oct-2020: fu 3 & 4 processed together, pif received: event endometriosis added. Patient demographic, reporter information were added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of medical device removal ('having to have oophorectomy and salpingectomy to get essure out'), hysterectomy ('I had complete hysterectomy at 28') and oophorectomy ('having to have oophorectomy and salpingectomy'). In an adult female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), hysterectomy (seriousness criteria medically significant and intervention required) and oophorectomy (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy and salpingectomy and oophorectomy). At the time of the report, the medical device removal, hysterectomy and oophorectomy outcome was unknown. The reporter considered hysterectomy, medical device removal and oophorectomy to be related to essure. The reporter commented: as per social media content: "I have had complete hysterectomy at 28. And now 6 years later, I am having an oophorectomy and salpingectomy to get the essure out". Concerning the injuries reported in this case, the following were reported via social media: medical device removal, hysterectomy, oophorectomy. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-jul-2020, quality safety evaluation of ptc. Based on the available information. A review of our complaint records and other relevant data will be conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and hysterectomy ('I had complete hysterectomy at 28') in an adult female patient who had essure (batch no. 20218446) inserted. The patient's medical history included endometriosis. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and underwent hysterectomy (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy and laparoscopic bilateral salpingectomy and oophorectomy (bso)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain and hysterectomy outcome was unknown. The reporter considered hysterectomy and pelvic pain to be related to essure. The reporter commented: as per social media content "I have had complete hysterectomy at 28 and now 6 years later I am having an oophorectomy and salpingectomy to get the essure out". Concerning the injuries reported in this case the following were reported via social media- medical device removal, hysterectomy, oophorectomy. ¿concerning the injuries reported in this case, the following one/ones were described in medical records : pelvic pain. Most recent follow-up information incorporated above includes: on 6-oct-2020: mr received. New reporter added. Lot no. Added. Event medical device removal and oophorectomy updated to pelvic pain. Salpingectomy and oophorectomy added as a treatment for pelvic pain. Medical history added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.